Manufacturer narrative:
B3, b5. B3, b5.

Event description:
It was reported that a malfunction alarm occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred. Customer's blood glucose level was 112 mg/dl. Further information regarding the patient or event was not provided.